Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft3 iii ver. 2 (ft3 v2) on a cobas e 801 module. The results did not agree with values measured using the wako accuraseed method. No questionable results were reported outside of the laboratory. The sample was collected on (B)(6) 2022 and initially tested with ft3 v2 on the customer's cobas e 801 module. The sample was repeated using the wako accuraseed ft3 method. The sample was treated with a 25 % polyethylene glycol (peg) solution, repeated on the cobas e 801 module and the % recovery rate was compared to a reference sample. The sample was provided for investigation, where it was tested with the elecsys ft3 iii (ft3) and ft3 iii ver. 2 (ft3 v2) assays on a second e 801 analyzer on (B)(6) 2023. During investigations, the sample was also tested with the ft3 v2 assay on a cobas e 411 analyzer. The sample was also repeated using the abbott architect ft3 method on (B)(6) 2023. Refer to "(B)(6)" for all relevant test data. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 583301, with an expiration date of 28-feb-2023 and ft3 v2 reagent lot number 611920, with an expiration date of 31-may-2023 were used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 v2 reagent lot 573234, with an expiration date of 31-jan-2023 was used on this analyzer.

Manufacturer narrative:
The patient sample was provided for investigation. The customer's high ft3 value could be reproduced. No interfering factor against the idiotype of the monoclonal antibody of the ft3iii assay could be detected in the sample. Further investigations of the sample determined that it contains a streptavidin interfering factor, causing the falsely elevated value of the ft3 parameter. The different ft3 values - generated with the different analyzers from roche diagnostics - likely are caused by the different physical reaction conditions of the ft3 iii assay version and the effect thereof on the interfering factor. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings."